Event description:
It was reported that, "patient call to say that she is feeling muscle, tendon, joint and vascular osteolysis pain. She is suffering."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.